Event description:
(B)(4). I am in rehab post car accident with multiple orthopedic injuries. I had this freestanding trapeze bar added to my head to make it easier to move. It has a flaw in the design such that the trapeze can come off and fall. When I recognized this I quit using it as I did not want it to fall on my head, especially since I am taking a blood thinner. I got a new trapeze.